Event description:
Journal article received: technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting. Authors: andres j. Quintero, md, ivan s. Tarkin, md and hans-christoph pape, md. J orthop trauma, volume 24, number 1, january 2010. Synthes is mentioned in this article. This article describes technical tricks for using the reamer irrigator to harvest autologous bone graft from the femur. Data was collected on 20 patients: mean age: (B)(6), range: 17 to 71 years. Genders: 12 males and 8 females. It was reported in the study: a (B)(6) woman with recalcitrant supra-condylar non-union consisting of a 5 cm bone defect that had failed a prior vascularized fibular graft to the non-union. While reaming a 12mm reamer head became lodged in her narrow isthmus during a second pass. The device was finally dis-lodged after 3 minutes of effort. After which: patient became notably bradycardic and hypotensive (60/40 mmhg). An intraoperative echocardiogram showed the patient had adequate cardiac valve function, did not have a pulmonary embolus, and was volume depleted. The patient stabilized after infusing 2500 ml of crystalloids and 4 units of packed red blood cells. This complaint is on the reamer head. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.